Manufacturer narrative:
One device was returned for analysis. Visual inspection showed scratched lcd lens, a peeled downstream occlusion (dso) seal, a worn upstream occlusion (uso) seal and worn labels. Review of the event history log (ehl) showed a cassette not attached properly alarm. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the dso sensor was replaced as preventative. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Event date; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cassette not attached alarm. The product fault occurred during testing. The device issue was not related to physical damage/abuse. There was no patient involvement and no patient harm/adverse event reported.